Event description:
(B)(4). I was in so much pain on right side always and hurts still always (B)(6) 2015. Still n pain just found out my right one is bent and stabbing me!!! I have to get it and my tubs removed.